Event description:
Additional information was received from a manufacturer representative on 2017-jan-24. They were not sure if the pump had been returned. The facility had to take it through pathology per their protocol and then they were to contact the representative. Additional information was received on 2017-jan-25 from a healthcare provider (hcp). It was stated that the alarm went off spontaneously. The troubleshooting performed was discussion with the manufacturer and an attempt to reprogram without changes. A new pump was placed to resolve the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 50 mg/ml hydromorphone at a dose of 39 mg/day, 15 mg/ml bupivacaine at a dose of 11.7 mg/day, and 220 mcg/ml unknown baclofen at a dose of 171.6 mcg/day via an implantable pump for failed back surgery syndrome, reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome, and spinal pain. It was reported that the pump status and/or event log showed that a motor stall occurred. The patient did not recently have an MRI. The stall occurred on (B)(6) 2017. There were no symptoms reported. Additional information was received from a manufacturer representative on 2017-jan-13. The representative requested information on suturing the pump connector. The pump would be sent back for analysis. The pump was turned down after the stall to 5.974 mg/day of hydromorphone, 1.792 mg/day of bupivacaine, and 26.28 mcg/day of baclofen.